Event description:
Patient allegedly received an implant on (B)(6) 2013. The patient alleged mesenteric perforation. The patient further alleged numbness in the extremities, impaired cognitive function, vision impairment/loss, back pain, and abdominal pain. On (B)(6) 2019, per a report from computed tomography; ¿ivc filter: 1. Filter tilt: ivc appears moderately tortuous at the level of the ivc filter resulting in alignment distally but contact of the apex of the filter with the right lateral wall. No penetration of the tip through the wall is seen. 2. Abnormal positioning of the ivc filter tip is seen 1.6cm below the right renal vein. No migration is demonstrated. 3. Perforation beyond the ivc wall: posterior strut demonstrates a 7mm perforation of the ivc wall. Anterior strut demonstrates perforation approximately 5mm. 4. Filter strut fracture or bending: none. 5. Stenosis of the inferior vena cava: none. Impression: filer appears tilted due to the tortuosity of the ivc. Minimal penetration of the struts is demonstrated, no penetration of the tip is seen. No migration is identified. No fracture or bending is seen. No caval stenosis is identified.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, tilt, numbness, impaired cognitive function, vision impairment/loss, back/abdominal pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported numbness, impaired cognitive function, vision impairment/loss, and back/abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in 2013 due to precautionary measure during knee replacement. Allegations include device tilt and vena cava perforation. Patient reportedly expired (B)(6) 2019; however, it has not been indicated the device contributed to this outcome. Per certificate of death, dated (B)(6) 2019, immediate cause of death is renal failure due to cardiovascular disease.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.